Manufacturer narrative:
On 04-may-2020, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in her left breast. On 07-may-2020, mentor completed a second investigation on the suspect medical device to address the patient¿s capsular contracture. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant and developed capsular contracture. During visual evaluation, an anomaly was observed on the anterior view extending to the posterior view of the device, consistent with a crease/fold. Within the crease, two tears were observed; tear a in the posterior view, measuring approximately less than 0.1 cm, and tear b in the anterior view, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this (B)(6) lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation and capsular contracture. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/15/2019, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with mentor memorygel breast implant 385cc gel breast prostheses on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a breast implant deflation. During evaluation of the sample, a crease was noticed on the anterior view that extended to the posterior view. Within the crease, two tears were observed; the tear a in the posterior view, measuring approximately less than 0.1 cm and the tear b in the anterior view, measuring approximately 0.4 cm. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. Spontaneous deflation of the left breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 09/18/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).